Manufacturer narrative:
(B)(6). The event was reported to have occurred on an unreported date in 2018 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) unit of a prismaplex m100 set was leaking from the drain bag during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition was not verified based on the provided picture. Should additional relevant information become available, a supplemental report will be submitted. And pictures.